Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10th july 2025, it was reported by an arthrex employee via email that for an ar-1588r-ib, acl repair tightrope®, with internalbrace¿ ligament augmentation, as the surgeon was performing an acl repair, on final tensioning of the acl repair tightrope, one of the tightrope tails snapped below the button. It was also reported that 2 units of ar-2923bc-1, suture anchor, biocomposite pushlock®, sl 2.9 mm x 12.5 mm, sequentially pulled out after insertion. This was detected during use in an acl repair procedure on (B)(6) 2025. The procedure was completed successfully as the surgeon loaded the remaining tightrope tail into a 2.9 pushlock for insertion into the femur for extra fixation and the surgeon resorted to using a 3.5mm swivelock for the 2 ar-2923bc-1 that were pulled out.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.